Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that bluetooth signals from the patient's car turned their implantable neurostimulator (ins) off. The cause of the event was bluetooth signals from the patient's car. No actions had been taken and it was unknown if the issue was resolved. No surgical intervention occurred or was planned and the patient was alive with no injury at the time of this report. No troubleshooting or outcome was reported regarding this event. If additional information is received, a follow up report will be sent.